Event description:
It was reported by the doctor that following an anterior and posterior repair procedure in 2008, the pt developed an abscess in the rectal fascia. The doctor treated the pt by removing about 1/4 of the mesh in 2009. The abscess resolved following the procedure. This is the 1st of the 2 MDR's for this pt. Refer to MDR# 1018233-2009-00115.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced, vulvar pain, discharge, vaginal mesh erosion, three mesh extrusions, two large buttock hematomas, vaginal bleeding, vaginal pain, pressure and mild rectal pain, difficulty with sexual intercourse, depression, chronic constipation and bladder lesions, asymptomatic stage ii cystocele, yeast infection, overactive bladder and squamous metaplasia of von) brunn's nests with chronic inflammation of the bladder.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced recurrence of prolapse, surgical correction, chronic pain and suffering, and mesh removals on (B)(6) 2009 and (B)(6) 2010. Associated MDR: 1018233-2009-00115.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced sexual dysfunction, rectal bleeding and overactive bladder. She required multiple mesh revision/excision surgeries.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced anterior mesh erosion, urinary urgency, and obstructive urinary symptoms.